Event description:
It was reported that a revision surgery was performed due to tibia loosening. It was replaced with another legion tibia base and unknown 220mm long stem.

Manufacturer narrative:
A review of complaint history did not reveal additional complaints for the listed device. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. The clinical medical investigation concluded that no relevant clinical medical information was provided to conduct a thorough medical assessment. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided/available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by j. Templeton, medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.) No relevant clinical medical information was provided to conduct a thorough medical assessment.